Event description:
It was reported that the patient presented in clinic for implant procedure. During procedure, the left ventricular (lv) lead was dislodged once after placement. Repositioning was attempted and the helix of the lv lead broke. The lv lead was not used and an alternate near at hand was implanted on (B)(6) 2021. Patient condition was stable.

Manufacturer narrative:
The reported event of lead got broken was confirmed. A full lead was returned in one piece, with the stylet stuck inside the stretched inner coil, for analysis. Final analysis found the connector pin and connector cap were pulled and found the inner coil was stretched due to stylet coating bunched up and excessive forces applied during procedure. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for implant procedure. During procedure, the left ventricular (lv) lead was dislodged once after placement. Repositioning was attempted and the tip of the lv lead broke. The lv lead was not used and an alternate near at hand was implanted on 28 nov 2021. Patient condition was stable.